Event description:
It was reported that an ilet pump generated repeated restart alerts followed by an ¿unable to proceed¿ alert during a rewind, consistent with a motor stall malfunction of the pump mechanism, and a replacement device was provided while the original unit return remained pending. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued diabetes management using the patient¿s cgm and standard care. Investigation included remote troubleshooting, device data review via mobile app sync, and assessment of the alarm history. Investigation of this case revealed a suspected pump motor or drive train malfunction consistent with a motor stall, with no contributory patient factors identified and the affected device not yet available for physical evaluation. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical malfunction of the pump system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.